Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that while in use on a patient, an endotracheal tube leak was noticed when the patient was transferred to the ICU from the or. The leak was not seen during intubation. No patient harm. A replacement tube was required.